Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezk0582 showed no other similar product complaint(s) from these lot numbers. Sample discarded by facility.

Event description:
It was reported by sales rep, patient had catheter placed. Once the catheter was placed the patient felt a pop. Catheter was removed, a new device was placed.